Event description:
Md used "fully resorbable" mesh product "phasix plug and patch" which is touted to support the repair site 12-18 mos. Post implant; procedure was inguinal hernia repair. Pt will need second surgery.